Manufacturer narrative:
Product analysis product ID:9560524 lotno:my18l001r analysis found that the red washer was cracked. Also, the bearing was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding a patient with pre-op diagnosis for lumbar disc hernia. Procedure performed was microendoscopic discectomy. It was reported that the red washer cracked. The product came in contact with the patient. There were no symptoms reported. There were no further complications reported regarding the event.